Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels sporadically for the last few weeks. The customer's bg level was in the 60s mg/dl. The customer stated that they sometimes forget to eat. The customer ate carbohydrates to address bg level. No system check could be performed for this event as the customer had already discarded the supplies. Additionally, on the day of the call (3/30/2016), the customer experienced another low of 27 (mg/dl). Contact stated the customer did not eat dinner. Contact gave customer food because the customer was unable to do so due to the customer's physical state. System check with tandem technical support indicated the pump was performing as intended. A recommendation was made for the customer to discuss bg levels with their healthcare provider.